Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) at maximum device output during a routine post-implant check. Fluoroscopy showed the lead remained in its original position. A revision procedure was performed wherein the lead was disconnected and tested via pacing system analyzer (psa) confirming loss of capture. The lead was repositioned and satisfactory measurements obtained. No adverse patient effects were reported. This system remains in service.